Event description:
T was reported that the recharger antenna for a deep brain stimulation implantable pulse generator (ipg) exhibited poor coupling with the implanted neurostimulator, resulting in the recharger not making a connection with the patient's implant and an inability to charge the implanted neurostimulator. Noticeable fraying and signs of wear were observed on the recharger antenna cord. The patient representative indicated that the recharger was fully charged but attempts to charge the implant during the call were unsuccessful, with no charging boxes filled in and the device not making a connection. Troubleshooting steps were performed during the call, but the issue was not resolved. A request was submitted to replace the recharger antenna. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received from patient rep they received the replacement recharger antenna and connected it to the recharger. The caller stated that the ins was charging at the time of the call and half of the coupling bars were filled in. The caller stated that the ins was almost fully charged (the final quartile was blinking), but they noticed the patient was shaking a lot today. Agent had the caller check the ins status on the recharger display and the caller stated that the ins was turned off. Agent reviewed that the ins likely turned off due to the ins running out of charge when the patient was having difficulty charging/coupling. The caller could not find the patient programmer at this point in the call, so agent reviewed how to activate the ins on/off buttons on the recharger to turn the ins on. Once the ins was turned on, however, the caller said the patient's left side was "completely shut" and their mouth was twisted. The patient told the caller that the stimulation was too much and wanted the ins turned off again. The caller confirmed the patient's left side and mouth returned to normal once the ins was turned off. At this point in the call the caller found the patient programmer. The caller used the programmer to connect to the ins and confirmed the programmer was in advanced mode. Stimulation for the left side was 5.60 and 4.30 for the right side. Agent walked the caller through reducing stimulation to 0 for both sides, then the caller turned the therapy on. The caller confirmed the patient felt okay, so the caller gradually increased stimulation for the left side to 5.60. The caller confirmed the patient was still feeling okay, so they gradually increased stimulation for the right side but the patient felt discomfort once it reached 3.60. The caller decreased stimulation for the right side to 3.20 and the patient confirmed they felt comfortable. The caller stated that the patient was no longer shaking, so they decided to keep the stimulation at those settings. The caller resumed the ins charging session and confirmed the patient was getting good coupling. The caller was advised to contact the patient's hcp for further programming guidance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.